Event description:
A malfunction on the pump was reported. There was no reported adverse impact on customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues arose again.